Event description:
A 1.25mm x 135 cm diamondback 360 coronary orbital atherectomy system was initialized per manufacturer recommendation. The atherectomy system was presumed to have fractured the distal viperwire, dissociated the distal end of the wire from the main body of the wire and embolizing to distal vessel. Fragment was not able to be retrieved via snare devices and in turn, resulted in a stent to be deployed to adhere the fragment to the arterial wall to prevent flow disruption.